Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 27 jun. 2023, a 25mm amplatzer amulet was chosen for implant. During deployment, pericardial effusion was observed in the left atrial appendage (laa). The patient's activated clotting time (act) levels was at 300+. The patient was transferred to cardiovascular surgery (cv) surgery, and subsequently expired during the surgery.

Event description:
It was reported on 27 june 2023, that a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During the procedure, heparin was administered, and the patient's activated clotting time (act) levels were above 300 seconds. It was noted that there was difficulty implanting the device due to patient¿s anatomy. The system had to be torqued to get coaxial for implant. Four attempts to deploy the occluder were performed. During deployment, pericardial effusion was observed in the left atrial appendage (laa). The patient was transferred to cardiovascular surgery (cv) surgery, and subsequently expired during the surgery.

Manufacturer narrative:
An event pericardial effusion during device deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that there was multiple manipulations done due to anatomy. The patient's active clotting time (act) during the procedure was above 300 seconds which was greater than optimal 250 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Abbott also requested for to provide operative notes and/or procedure imaging which was not provided by the field. Based on the information received, the cause of the reported event could not be conclusively determined. From medical review: the exact reason for the death is unknown, but most likely related to cardiac perforation with bleeding that could not be controlled during surgery. Cardiac perforation is a known potential complication during left atrial appendage occlusion. Implant training and proper implantation technique including optimizing the location for the transseptal puncture may reduce the occurrence of such events. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."